Event description:
It was reported that the lead had post-sensed t-wave oversensing. Also, the pt received inappropriate anti-tachycardia pacing as well as inappropriate high voltage therapy. The ventricular sensitivity was increased and the sensing issue was noted as being "clinically resolved." No pt complications have been reported as a result of this event.

Manufacturer narrative:
This report is being filed under exemption # (B)(4) for a 2 year retrospective review of reported events where the product was still in use; date range date range (B)(6) 2008 and (B)(6) 2010. This medwatch report represents 1 of 1443 events (event type code serious injury). The info submitted reflects all relevant data received. If add'l relevant info is received, a supplement report will be submitted.